Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734 when additional information becomes available a follow up report will be submitted.

Event description:
It was reported the needle detached. The reporter indicated that the needle became detached from the thread. This occurred in three different surgeries. No additional information is available. This report is for the first surgery. Associated medwatches: 3003639970-2019-00471, 3003639970-2019-00473.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 41 closed samples and 1 opened to analyze the three cases. Analysis and results: there is a previous complaint of this code-batch regarding needle detachment (closed as not confirmed after the analysis). We have received three different cases from the end costumer at the same time of the same code-batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. We have received 41 closed samples and one open and unused sample with the needle detached from the thread to analyze the three cases. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received we have noticed that some threads (22 of 41) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed. Associated medwatches: 3003639970-2019-00471 and 3003639970-2019-00473.